Event description:
It was reported that the patient presented in clinic with chest pain. Imaging revealed pericardial effusion. Cardiac perforation by the atrial or right ventricular lead could not be ruled out as a possible cause. During lead revision, the right ventricular lead helix could not be fully retracted and had difficulty extending once removed. The right ventricular lead was explanted and the atrial lead was repositioned on apr 9, 2025. The patient was stable following procedure.

Manufacturer narrative:
The reported events were cardiac perforation and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. The lead was returned with the helix partially extended and clogged with blood/tissue. After cleaning the helix could be extended and retracted by applying torque to the connector pin. The full helix extension length was measured within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood/tissue. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. A tip stiffness test was performed, and the results were within specification.